Manufacturer narrative:
Final analysis found that the device exhibited loss of telemetry and could not be interrogated due to a rf module anomaly.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that at implant the pulse generator exhibited a telemetry anomaly. The device was not used.